Event description:
A medtronic rep reported they were unable to add the tumor overlays in the navigate task in synergy cranial 2.2. There was a software exit that occurred during the case, after registration, and during navigation. Navigation was not being used at the time of the exit and the medtronic rep was unable to re-launch the application and proceed back to navigate; registration was saved. They used the drop-down utility to go back to navigate, however, were unable to add the tumor overlays in the navigate task. No impact on the pt outcome.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.